Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the definitive root cause of the suggested event could not be determined. Olympus will continue to monitor field performance for this device. Updated fields: b5, g3, g6, h2, h3, h6, h11.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope had a deformed distal end. The event occurred during msintenance. There were no reports of patient harm.